Event description:
The machine was primed and connected to the pt. When the continuous venovenous hemodialysis (cvvhd) machine was started, it was alarming with micro air in blood and noted and lots of air in the filter. Could not troubleshoot. Stopped the machine and the access line was flushed and capped. The pt coded shortly after this event, but was resuscitated successfully."